Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/55 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: multicenter evaluation of left ventricular assist device implantation with or without ECMO bridge in cardiogenic shock. Artificial organs. 2024;48:921¿931. Doi: 10.1111/aor.14740 d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the use of extracorporeal membrane oxygenation (ECMO) as a bridge to left ventricular assist device (vad) implant. Patients were either bridged with ECMO or not and there were complications in both groups. The authors described patient deaths; however, the causes of death were unknown and only described as 30-day, 90-day, or one-year mortality. There were patients who experienced in-hospital and long-term complications which included postoperative right heart failure with some patients requiring a right vad, surgical site bleeds, surgical site infections, liver dysfunction, bacteremia, mediastinitis, pneumonia, pump thrombosis, gastrointestinal bleeds (gib) with transfusions of packed red blood cells, driveline infections, tamponade, ischemic, and hemorrhagic strokes. There were patients which required reintubation, tracheostomy, kidney replacement therapy, hospital readmissions, pump exchanges, vasopressors, and inotropes. The status of the devices is unknown. No additional adverse patient effects were reported.